Event description:
The MFR received info alleging the ventilator does not cancel the 100% oxygen feature. The device was not in pt use.

Manufacturer narrative:
Eval of the device at the MFR's service center determined that the device's software needed to be re-loaded to address the issue.